Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used for a peg placement procedure. Per the complainant, during the procedure, while the patient was under conscious sedation, the physician attempted to pull the tube through the stoma. He was pulling at the tapered end of the tubing. Approximately 2 1/2 to 3 inches of the peg device broke off outside the patient. The physician noted that while advancing the device over the guidewire, there was no excessive amount of resistance felt. The remaining part of the peg was removed through the mouth and a new device was inserted. This procedure was completed with another endovive safety peg kits push method. There has been no report of complications of injury to the patient, due to this event. Post procedure, patient's status is stable.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not yet been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.